Event description:
New information noted upon lead extraction, a fracture was noted on the proximal end of the lead, as well as small knots in the insulation. No inappropriate therapies were noted but noise events were triggered. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in three pieces the connector portion measured 6.9 cm, the middle portion 57.4cm, and the distal portion measured 89.4 cm. The reported events of noise and inappropriate shock therapy were confirmed. External insulation abrasion breaching the ring electrode cable lumen consistent with friction to the device can. The etfe cable coating of one ring electrode cable was abraded/separated in the abrasion zone. The reported events were isolated to the exposure of the ring electrode conductor cable in the abrasion zone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following defibrillation threshold test, noise causing inappropriate high voltage shock was observed on the right ventricular lead. The noise was detected as a ventricular fibrillation episode. The patient was stable. No additional information was reported.